Event description:
It was reported that the ventilator generated pressure alarms while it was connected to a pt. The alarms included multiple high peep (positive end expiratory pressure), multiple high airway pressure and multiple high continuous pressure alarms. (B) (4)

Manufacturer narrative:
(B) (4)